Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2015 with the following findings: there was evidence of short battery life, voltage drops and pump reboots observed in the black box. The pump powered on with the returned battery cap which was able to fully tighten. Current electrical draws were within specifications. The battery compartment was intact, but with evidence of moisture contamination inside and on the underside of the battery cap. The pump case was removed and no evidence of additional moisture or loose components were observed inside the pump.